Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a system error with alarm and blinking red. The clinician sequestered another set of devices. Customer biomedical engineer downloaded error logs and 800.8000 was noted. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error related to an 800.8000 error on the pcu was confirmed in review of the logs; however, the error was not replicated during testing. The review of the error log of the pcu sn (B)(6) identified an error 800.8000.0 (pcu15 general os failure). The error log indicated that there was a malfunction on february 21, 2025, at 4:09 am. Recording a soft fault error 255-16-275. The customer provided an event date of february 21, 2025. Based on the review of the pcu event log retrieved, on february 21, 2025, at 1:03 am, an infusion of drug ID=115 (heparinized line) was programmed on syringe sn (B)(6) with a bd 50ml syringe, a rate of 1 ml/h and a vtbi of 8.9667 ml, the primary volume infused recorded was 31.4003 ml. At 4:08 am, the syringe sn (B)(6) was programmed with a bd 10 ml syringe, drug ID 193 (ondansetron), a rate of 1.2 ml/h and a vtbi of 0.26 ml. The syringe alarmed ¿clamp opened¿. Then the malfunction 800.8000 (pcu15 general os failure) occurred. The concomitants pump module and syringes module were connected to the suspect pcu and were programmed according to the last infusions recorded in the event log, to infuse for 24 hours. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Keypress tests were performed under the same conditions as the system error to attempt to replicate the pcu malfunction. However, the problem could not be reproduced, and the device functioned correctly. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported system error that occurred on the pcu was identified as an 800.8000 error code with the soft fault code 255-16-275 recorded and was a result of a software anomaly. The root cause for the 800.8000 error code was not able to be identified during the investigation, the device functioned as expected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a system error with alarm and blinking red. The clinician sequestered another set of devices. Customer biomedical engineer downloaded error logs and 800.8000 was noted. There was patient involvement but no harm.